Manufacturer narrative:
Three opened and used reservoirs were evaluated and the reservoirs, snap cap and septum were inspected for anomalies. None were found. An occlusion test was run and the reservoirs were not occluded.

Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 122 mg/dl and their sensor glucose read 54 mg/dl. The customer also believed their reservoir was defective. Customer stated their blood glucose would not lower with the current reservoirs they were using. The customer's reservoir will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.